Manufacturer narrative:
Additional manufacuring narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported that during routine follow up conducted in the nicu, the medical director (dr. (B)(6)) reported difficulty getting spo2 readings on newborn neonates with congenital heart anomalies, specifically, babies with transposition of the great vessels needing the balloon septostomy procedure. According to dr. (B)(6), one of the neonatologists reported an instance where they were unable to obtain spo2 readings for 15 minutes. The nicu is using ge solar monitors and tram with masimo set. They converted to rd sensors and cables from lnop three months ago and according to dr. (B)(6), they did not experience any issues getting spo2 readings prior to converting to rd. Dr. (B)(6) was able to retrieve patient data from the nicu¿s bed master database. Attached is raw data from the aforementioned case in spread sheet and graphic form showing heart rate, pulse rate and spo2 over time. Review of the info reveals that the ge monitor was recording an spo2 value most of the time with a few occasions when the spo2 and pr dropped out. Worth noting is the close correlation between the heart and pulse rate when a value was available. No patient impact or consequences were reported.